Manufacturer narrative:
The unknown zimmer screw was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the complaint. The reported device was located on tooth #30 and length of usage is unknown. Pictures or x-ray images were not provided. DHR review: DHR review and complaint history review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: no complaint history review could be performed without relevant lot and item information unknown zimmer screw. Post market trend review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
(B)(4). Device manufacturing date is unknown. Device not returned.

Event description:
It was reported that the screw loosened in the patient's mouth and was retightened. Tooth #30